Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. The reported problem of ¿¿ripped/unattached dso¿¿ was confirmed by performing visual and functional pvt (performance verification testing). Found dso (downstream occlusion) seal is ripped, and the device¿s software needs to be updated to latest version. Replaced the dso seal, and updated software to latest version. Upon further investigation, found uso (upstream occlusion) seal is buckling. Replaced uso seal. Performed uso/dso calibration. After functional testing the unit passed all testing criteria. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ripped/unattached downstream occlusion (dso) seal, a cracked interior battery door latch compartment and deep scratch on top left of screen. There was no patient involvement.